Event description:
Computer malfunction - causing inability to proceed safely to remove small tumor in dominant hemisphere. Found to be part defect. Part replaced. In 2002 ns attending: pt well known to attending; left hemisphere lesion approx 8 x 10 x 10 mm in deep white matter. Lesion is single, relatively small; extremely well-suited to computer guidance (stealth) to access with minimal disruption of "ni" surrounding fiber tracts in dominant hemisphere. This am encountered unusual, unique problem with stealth system unable to "recognize" cranial era and any probes (passive or active). Attempted re-boot of computer system x 4. Changed cranial area and changed probes and cables. Contact engineers at medtronic (stealth) and received diagnostics. Ran through all scenarios with them. Engineers assured that hosp cannot proceed as system is not functioning properly, safely, or reliably. Met with pt's family and reviewed with them issues. Outlined 3 alternatives: 1) abort (obviously pt already anesthetized and intubated, 2) attempt larger cranio with ultrasound but run risk that lesion not visible with ultrasound, 3) attempt approach by "blind reckoning". Explained in detail their position that lesion quite small, in eloquent area of brain and believe procedure should be aborted. Told family they were sorry for malfunction but compared it for them to a plane that gets grounded for mechanical problems. Will allow pt to wake up and then decide if system can be safely up and running by end of week or hosp will have to refer pt to another facility for same computer guided craniotomy.